Event description:
An ipp device was implanted on 6/15/83. The reservoir and pump were revised on 5/29/85. The pump was revised on 11/17/86. The entire device was removed from the pt and replaced on 8/21/97 due to a malfunction-snapped during intercourse, leak in it.